Manufacturer narrative:
Section d4 serial number was corrected. H6. Medical device problem code a150202 was determined to be no longer applicable and has been corrected to a0709

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis could not be determined. The cause of the placement signal issue could not be determined.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 42-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. During the procedure, there was a placement signal not reliable alarm. The placement signal (ps) spiked and appeared in a block-like pattern. The patient snoring triggers the ps to spike. While the patient was in the intensive care unit (ICU), there was hemolysis noted with tinged foley/urine. The p-level was lowered and the hemolysis resolved. After four days of support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.3l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.